Event description:
Reportable based on device analysis completed on 02-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80-90% stenosed, 60x3.50mm, target lesion with a bend of >=90 degrees was located in the severely tortuous left circumflex artery. A 38 x 3.50 promus premier select drug-eluting stent (des) was advanced; however, the device could not cross the lesion even after multiple attempts. The physician opted to use another 28 x 3.50 promus premier select des but that device also could not cross even after multiple attempts. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis of the 38 x 3.50 stent revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. The promus select ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.